Event description:
It was reported that the balloon ruptured. A ranger drug-coated balloon was selected for use to treat an arterial lumen deficit in a percutaneous transluminal angioplasty (pta) procedure. After inflating the balloon to the nominal pressure, the balloon ruptured. The procedure was completed with this device. There were no patient complications as a result of the event.

Manufacturer narrative:
Device history records (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Device technical analysis: the device was not returned for technical analysis as it was discarded at the healthcare facility. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at the time. Risk review: a risk review performed for the ranger (dcb) confirmed that the event of balloon material rupture is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the ranger (dcb) is acceptable. Investigation conclusion: boston scientific concludes the most probable root cause as adverse event related to procedure.

Event description:
It was reported that the balloon ruptured. A ranger paclitaxel-coated pta balloon catheter was selected for use to treat an arterial lumen deficit in a percutaneous transluminal angioplasty (pta) procedure. After inflating the balloon to the nominal pressure, the balloon ruptured. The procedure was completed with this device. There were no patient complications as a result of the event.